Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the me2 electrode has dried body fluid surrounding the collar and the electrode with ingress into the me cavity. Me1 and me3 electrodes were clean. Dried body fluids also found on the handle, main body tubing and on the distal end. Dried saline found on the distal tip. Continuity checks revealed no electrical shorts or opens, as checked manually using a multi-meter and breakout box. All electrode and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray found potential fluid in thermocouple/me cavity. Soaked tip for 4 days in di water to clear body fluid from me2. The soak had no effect on the appearance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on analysis completed on 16oct2018. It was reported that during an ablation procedure with an intellatip mifi open-irrigated ablation catheter, when the potential was displayed there was noise on the no. 2 electrode of mini electrodes. The cable was replaced, and grounding was checked, but the issue was not resolved. The catheter was exchanged with another intellatip mifi open-irrigated ablation catheter and the issue was resolved. No patient complications were reported. However; returned device analysis revealed fluid ingress.